Event description:
It was reported that during a colon resection, the device fired normally but the donuts were not fully cut as the distal donut remained in the rectum. The washer also detached post firing. The procedure was completed using sutures and with the placement of a temporary diverting colostomy. There was no pt consequence.